Event description:
The reporter stated the surgeon inserted and removed an aq2003v three piece silicone lens. Lens was removed due to lens tear. The incision was enlarged and no suture was required. The reporter stated this incident was due to loading error. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).